Manufacturer narrative:
Insert was tested on a cavitron g-136 unit for water spray and vibration. The tip was found to be clogged. Insert did not exceed the maximum temperature allowed per specification.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert tip resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a cavitron 30k fsi-sli-10s insert, water was dripping out, there was no consistent water flow, it was heating up and a patient stated that the water was hot; no injury resulted.